Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10855 - device 2 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set fell off events between (B)(6) 2024. The infusion set was in use for 12 hours. No further information available.